Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of aneurysm rupture 2-days post-op leading to patient death could not be conclusively determined from the still images and a short video provided. The pre-implant anatomy information and additional films during implant were not returned for review. Due to the poor quality of the images and videos returned, a complete assessment cannot be performed. Analysis of the returned images and videos did not reveal any obvious endoleak or stent graft issues. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 11.7 cm diameter abdominal aortic aneurysm. The aortic neck was straight. The endurant bifurcate was implanted lower than intended, but there was no type ia endoleak present and an endurant aortic cuff was implanted as a prophylactic due to the large size of the aneurysm. The stent grafts were successfully implanted with no issue and no endoleaks were observed during the index procedure. It was reported that two days post index procedure the patient expired. An autopsy revealed that there was a ruptured aneurysm and that blood was present in the abdomen. Per the physician the cause of the aneurysm rupture was unknown and that the index procedure was performed perfectly. No additional clinical sequelae were reported.

Manufacturer narrative:
Off-label, unapproved or contraindicated use (aortic neck angulation) film evaluation summary: the exact cause of the reported inaccurate delivery of the bifurcate cannot be conclusively determined from the pre-implant films provided. Additional films at implant were not provided. However, pre-implant cta's showed that the patient had a highly angulated aortic neck, ~ 100 deg a-p. It is possible that the highly angulated aortic neck may have contributed to the inaccurate delivery of the bifurcate. Pre-implant cta's showed that the patient had a large infrarenal abdominal aortic aneurysm. The max aneurysm diameter measured ~ 10x10.5 cm. There also appeared to be two wide patent lumbars, but it was unclear if the lumbars were feeding the aneurysm sac. The exact cause of the reported aneurysm rupture 2-days post-op leading to patient death cannot be conclusively determined; however, the large size pre-implant aneurysm sac may have been a risk factor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.